Event description:
It was reported that the patient experienced a grand mal seizure that lasted approximately 8 minutes. The patient reported that prior to vns implant the grand mal seizures would last approximately 5 minutes. It was reported that the physician had decreased the patient's vimpat and increased the zonisamide dose prior to the seizure. The physician has now returned the medications to previous levels. The patient reported that the seizure frequency has decreased from 10 seizures per day to 2 seizures per week. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient was using the correct magnet swiping technique. No issues are suspected with the patient¿s magnet performance. Diagnostics were reported to be ok and normal mode diagnostics reported to be fine. Generator at ifi no.